Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. An bezoar and intussusception are known complications of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was hospitalized with abdominal pain and vomiting and was observed. On (B)(6) 2018, the patient was again hospitalized and was diagnosed with invagination of the intestine (intussusception). The patient underwent fasting management and the symptoms were "relieved." On (B)(6) 2018 via endoscopy, the internal fixation plate was noted to be advanced beyond the pylorus and the physician returned the internal fixation plate to the stomach wall. After the physician pulled out the j tube, a knot at the tip of the j tube was noted and food residue was tangled. It was reported that only the peg tube remained and the patient received follow up observation.